Event description:
It was reported that patient received inappropriate shocks and suffered psychological effects as a result. An alert had triggered for high superior vena cava (svc) impedance and the svc coil was turned off. Two weeks later an alert triggered for high pace/sense impedance and noise and the patient received the inappropriate shocks. Short interval counts (sic) also increased. Fracture was suspected. The right ventricular (rv) lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4574, implantable pacing lead, (B)(6) 2011; 4968, implantable pacing lead, (B)(6) 2011. (B)(4).